Manufacturer narrative:
The product and lot number have been requested. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter didn''t cut.

Manufacturer narrative:
The product was not returned and no further information has been provided. Therefore, we are unable to investigate further for root cause. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. Correction to h6 code from: 3331 (DHR) to 4110 (trend analysis).